Event description:
It was reported that the lead had high impedance, oversensing, noise, a possible fracture, and a lead integrity alert was triggered due to sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. It was further reported that the patient fell. The lead was reprogrammed off and subsequently revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.